Event description:
A customer, who recently began using the amicus apheresis separator, reported difficulty during installation of an apheresis kit. She described her difficulties as follows. She got a clamp occlusion test failure, and retried the alarm test. She got the same alarm. She removed and re-installed the same kit. She then got a door sensor alarm. She opened and re-closed the centrifuge door. The apheresis kit then completed prime without further alarms. About 14 minutes into the apheresis procedure, she observed what she described as a 12 inch bubble of air, about 6 inches before the "y" connector, which is located where the return line and sample pack meet. She indicated no air detect alarm alerted her to the air she observed. The procedure was stopped and the donor was removed without incident. The donor left in good condition.